Event description:
The facility reported a colleague infusion pump with "when turned on it gives 550.320.654.0000 ". This event occurred upon power up, but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with when turned on it gives 550.320.654.0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim (user interface module) board and rear inverter harness. Appropriate action was taken to correct the reported problem by replacing the uim board and rear inverter harness. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.